Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 25mm aortic bioprosthetic valve, the patient was being considered for transcatheter valve-in-valve replacement for unknown reasons. Subsequently 1 day later, the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve due to stenosis with approximately 36mmhg gradients along with central aortic regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.